Manufacturer narrative:
It was reported that the bed casters were worn. This would result in caregiver annoyance as bed casters were worn, however, it is not likely to harm the patient as it would still be possible to move the bed to transport patients and there was no reduction in the brake force. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported. This issue is not likely to cause or contribute to serious injury or death if it was to recur. The issue was resolved by informing the customer that the parts are obsolete for this unit and customer decided to scrap the bed as the required parts were obsolete.

Event description:
It was reported via repair work order that the bed needed casters to be replaced. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported via repair work order that the bed needed casters to be replaced. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Needed parts are obsolete.